Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for visual inspection, which confirmed that returned tasp post was fractured into three pieces. The device was manufactured in march of 2014 and had an approximate field life of 2 years 7 months with an unknown frequency of use. The device history record and receiving inspection report were reviewed with no deviations or anomalies found. Review of the complaint history determined that no further action is required as no trends were identified. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported a tibial articular surface provisional fracture.

Manufacturer narrative:
This follow up report is being filed to relay additional info, which was unknown at the time of the initial medwatch.

Event description:
It is reported that the device broke while exchanging the device during surgery.